Event description:
Customer's meter allegedly not starting the test. They reported feeling symptoms, however, the actual symptoms were not specified. They ate food and/or drank beverage. There was no evidence of an adverse event, based on the info provided. The customer service rep tried troubleshooting and the meter still did not give any readings. The meter was replaced due to an unresolved issue.